Manufacturer narrative:
E3: occupation = lead tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an endovascular lower extremity arteriogram with possible intervention, the coating came off of a roadrunner uniglide hydrophilic wire guide. The wire, which was used one time, was not altered prior to use. Latex gloves were worn. The hydrophilic coating was activated with normal saline and the wire was kept hydrated when not in use. Common femoral access was obtained to target the superficial femoral artery. After inserting the wire, the coating became sticky and came off of the wire. Catheters stuck on the wire. Another manufacturer's wire was then used to successfully complete the procedure. There have been no reported adverse effects to the patient.

Manufacturer narrative:
B1, h1: additional information was received 05sep2023, stating that the coating was wearing off and the wire was no longer hydrophilic. There has been no report that the coating flaked or separated from the wire. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that insufficient coating or insufficient lubricity would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information was received 28aug2023. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was also received 05sep2023, stating that the hydrophilic coating was wearing off and no longer hydrophilic.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.